Event description:
As reported by the user facility ((B)(4)): diffusion is too fast.

Manufacturer narrative:
This report has been identified as b braun (B)(4) ag internal report # (B)(4). No sample is available for investigation. We have found our production site accordingly. The results from reviewing of batch history record of product: easy pump ii lt 270-27-s, code: 4540008v, batch no.: 2d1028ed12 found that this batch was manufactured on 10th of april 2012 and did not find ay non-conforming results. From the manufacturing process, there were sampling using sterile water for both in process inspection, before sterilization, and found no defect of flow rate test. The results of flow rate testing after sterilization for product final release on all 8 samples are within specification as the following: nominal flow rate: 10ml/hr - specifications= 15%. Flow or rate of sample 1: 10.44/ flow rate of sample 2: 10.40. Flow rate of sample 3: 10.80. Flow rate of sample 4: 10.93. Flow rate of sample 5: 10.71. Flow rate of sample 6: 10.62. Flow rate of sample 7: 10.80. Flow rate of sample 8: 10.56. No specific conclusion can be drawn.